Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins would give the patient over stimulation at times. The patient said they did not keep the ins on all the time but it had sometimes been giving them too much stimulation. They patient stated they would just be sitting there and they would get a good jolt and they go through hell trying to turn the ins down so they don't get "electrocuted". On the call, the patient connected to the ins with the programmer and said they had to put in batteries because the last time they used it they took a battery out for it to cut off the programmer. The patient was able to connect with the ins and the ins was off. The patient said it had been months since this issue occurred but it was not all the time. The patient said they had not had any falls or trauma and adaptive stimulation was not turned on. The patient stated the too much stimulation would sometimes just occur when they were sitting there. The patient was directed to follow-up with their healthcare professional (hcp) to discuss therapy concerns. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the overstimulation/jolting was sometimes caused by a strange body movement and sometimes just happened without any reason. The patient noticed that the battery charge may be low when it happens. To resolve the issue, the patient tried to lower the charge to its lowest level and to turn the device off. They would remove the batteries from the charger. The patient left a message for their doctor, however they did not hear back. The doctor's office redirected the patient to medtronic. The patient reported having cut back on using their stimulator. The issue was not reported to be resolved. No further complications were reported/anticipated.